Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested, but was confirmed to be unavailable. (B)(4).

Event description:
A nurse manager reported that a knife left metallic shavings in the incision site at the end of cataract surgery. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
No knife sample has been returned for evaluation for the report of metallic shavings at the incision therefore, the condition of the product could not be verified. A review of the device history record related to the possible lot numbers indicate that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the possible lots for the reported issue. As a sample was not returned and the device history record review of the possible lot numbers indicate that the product was processed and released according to acceptance criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).